Manufacturer narrative:
Real intelligence tablet, part number rob10027, sn(B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem a functional evaluation was performed, and the reported problem was confirmed, the tablet flickers when the cable is flexed near the back of the tablet. A case was attempted, and the cable at the back of the tablet was flexed and the screen flicker occurred on the tablet. The most likely cause of this event is esd interference and/or signal noise that causes the tablet to shut off to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, initial changes were implemented with a firmware and cable update. Further investigation into the reported failure is being conducted to determine if additional technical actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, surgeon uses the real intelligence tablet and it needs to be plugged in, however, has caused the screen to "black out" more than usual. The screen came back on, nevertheless, it should not be going black multiple times throughout the case. The screen goes black for about 5-10 seconds at a time. Surgery was performed after a delay greater than 30 min, with the same device. No patient complications were reported.

Manufacturer narrative:
Additional information: h11 (roi). H3, h6: the cori, real intelligence tablet, part number rob10027, sn (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem a functional evaluation was performed, and the reported problem was confirmed, the tablet flickers when the cable is flexed near the back of the tablet. A case was attempted, and the cable at the back of the tablet was flexed and the screen flicker occurred on the tablet. The most likely cause of the reported issue is related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.